Event description:
It was reported that on (B)(6) 2008, the patient underwent a xience v stenting procedure in restenosed, previously stented lesions in the mid right coronary artery (rca) with one 3.0 x 28 mm stent and one 3.0 x 12 mm stent, and in the proximal rca with one 3.0 x 28 mm stent. On (B)(6) 2011, the patient was hospitalized with unstable angina with pain radiating into their back, which was not relieved with reflux medication. Coronary angiography revealed a tandem 75% stenosis in the proximal rca and a 95% lesion in the distal rca posterolateral artery. The patient underwent percutaneous coronary revascularization with a 3.5 x 18 promus stent in the proximal rca. The non-target lesion in the distal rca posterolateral artery was not treated. The patient's condition resolved and the patient was discharged on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): indication for use, stent implanted in a restenosed previously stented lesion. There was no reported product deficiency and the product was not returned. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the xience stent was implanted to treat in-stent restenosis of another stent. It should be noted the IFU states: the xience v everolimus-eluting coronary stent system (xience stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Safety and effectiveness of the xience stent have not been established for subject populations with in-stent restenosis. It is unlikely that the use of the xience stent to treat in-stent restenosis contributed to the reported patient effects.